Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
The report indicated that the customer's bg's continuously read "high" (greater than 500mg/dl) with trace ketones. She ended up going to the hosp, though no details about the visit were provided. No alarms or product issues were reported. The customer is new to the omnipod system and will be receiving additional training. No product will be returned for eval.